Event description:
I noticed the liquid was discolored and smaller amount than usual so it was concerning. Also every time I take this test my symptoms are far worse than the last! It's like it's making covid stronger in my body or something. When I don't take the test my symptoms are mild and go away quickly like a common cold. Something is off about this test. Maybe there is something in that cotton swab that as soon as you enter it into your nose there's a bad drug interaction or something. Please make the public aware again. I had no idea there was a recall or an expiration date for these test. I am not well and I know it's because of this test kit.